Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband report the insulin pump shutting down without any warning. The husband refused to do any troubleshooting and wanted the insulin pump replaced. Nothing further was reported.